Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed at least 14 applications were performed with catheter afapro with lot number 45684 without any issue on the date of the event. The data files cold not assess the blood in the coaxial cable. No system notice was recorded in the returned file. Analysis of the physical product is pending. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The balloon catheter, afapro28 with lot number 45683 was returned and analyzed. Visual inspection of the balloon catheter showed there was dried blood inside the inner balloon. Smart chip verification indicated the catheter was used for 3 applications on the date of the event. The catheter failed the performance test upon connecting to the console due to system notice 50005"leak detection". The dissection/pressure test showed a guide wire lumen twist inside the balloons at 1.21 inches from the tip of the catheter. Pressure test showed the breach at the same point of the guide wire lumen kink, and visible blood was observed inside the handle. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen twist and breach. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, a system notice was received indicating that there is a problem with the system. The lumen of the coaxial umbilical cable had a blood clot inside of it. Additionally, a guidewire lumen kink was suspected. The balloon catheter was replaced with resolve. The case was completed with cryo. A field service visit was performed at a later date. A check valve was replaced with resolve. The console was serviced as appropriate. No patient complications have been reported as a result of this event.